Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel and the sample that arrived. One bravo capsule and one bravo delivery device were received for evaluation. A review of the product expiration date discovered this product was used before the expiration date. The returned sample met specification as received by medtronic. The visual inspection found no notable conditions. The customer reported bravo fail to attach to patient's esophagus. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule was successfully calibrated, and it was placed, but the recorder ¿died¿ 30 minutes into the procedure. Technical support had the customer reset the recorder, but it would not respond. Technical support had the customer pressed all buttons, but the recorder was still not responding. The customer confirmed that the recorder was fully charged before the study began. Technical support had the customer plug in the charger, and red light emitting diode (led) light came on. Technical support had the customer reset the recorder while plugged in and the red led light turned off. They were unable to proceed with the procedure and the patient was rescheduled. The customer stated that recorder worked correctly during the previous procedure. There was no patient and user harm.